Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) found that the vacuum nozzle has been flattened and replaced it. A precision test and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pure c 303 analytical unit. The customer questioned the initial high results which prompted them to repeat the samples on another analyzer. For sample 1, the initial result was 164 mmol/l. The sample was repeated on another c303 analyzer and the result was 156 mmol/l. For sample 2, the initial result was 155 mmol/l. The sample was repeated on another c303 analyzer and the result was 143 mmol/l. No questionable results were reported outside of the laboratory.